Manufacturer narrative:
Per (B)(4) initial report. Additional information including post primary and pre revision x-rays and operative notes (primary and revision) have been requested and if received, will be provided in a supplemental report upon completion of the investigation. The reporter has stated that the patient had followed correct post-op protocol, had not experienced any slips / falls or other trauma post primary and was doing well following the revision. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the cocr liner, ecima insert and biolox delta ceramic head after approximately 1 month due to pain, inflammation and infection.

Event description:
Trinity dual mobility revision of the cocr liner, ecima insert and biolox delta ceramic head after approximately 1 month due to pain, inflammation and infection.

Manufacturer narrative:
Per (B)(4) final report: additional information including post primary and pre revision x-rays and opeative notes (primary and revision) have been requested and if received, will be provided in a supplemental report upon completion of the investigation. The reporter has stated that the patient had followed correct post-op protocol, had not experienced any slips / falls or other trauma post primary and was doing well following the revision. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records releaved no product non-conformity or deviation from process that would have caused or contributed to this event. Based on the above, no further investigation can be conducted. Infection is a known complication with any invasive surgery and the reported devices were manufactured, packed and sterilised in accordance with the relevant standards. Thus the root cause of the reported infection has not been linked to the devices and this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA , however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.